Manufacturer narrative:
Additional information was added: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event, however, the medwatch number was not provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified chemotherapy sets had a hole on the tubing leading to leaks. This was further described as when the registered nurse (rn) received the primed chemotherapy bag to deliver to the patient and when the dark blue key clamp was released, ¿a hole appeared and fluid squirted out through tubing wall where it was clamped¿. The rn quickly reclosed the dark blue key clamp, re-bagged the chemotherapy agent and sent it back to the pharmacy. Then the event happened again with the new bag and tubing, so the chemotherapy agent was again sent back to the pharmacy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.